Event description:
It was reported that the charger for the ilet system was not charging the device, and a replacement was shipped. Symptoms included a very low battery condition. Outcomes included interruption of power that necessitated replacement supplies. Investigation included a review of the reported power issue and confirmation of replacement logistics. Investigation of this case revealed a charger malfunction associated with the power supply component, consistent with a failure to deliver charge. It was concluded, based on previously established findings for similar reports, that the cause was a defective charger.